Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. The device met 84.03% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2011; etbf3216c145e stent graft, implanted: (B)(6) 2014; etlw1613c93e stent graft, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.